Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse and rt were turning the patient and noticed a pool of propofol and fentanyl underneath the patient. On further inspection it was found that the IV manifold had a crack near the connection. Manifold changed out and patient received both propofol and fentanyl.

Manufacturer narrative:
G1 - mfg contact office address, city, state and zip code, correction. H3 and h6. Codes: updated. One used device with propofol and fentanyl solution residuals was received for investigation. The customer reported issue of ¿a crack near the connection¿ was confirmed. Upon removing the four claves from the manifold, cracks were observed on two of the luers. The cracked luers were identified on the 3-way stopcocks where caps were attached. A leak was observed immediately during testing from the cracked luers. The probable cause is unknown. The causal factor of the failure reported is related to a mishandling of the product outside the manufacturer¿s control. It was confirmed during the process review that the condition reported cannot be attributable to the manufacturing process. A device history record (DHR) review could not be performed as the lot number was unknown.